Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set was damaged which resulted in a leak from an unspecified location. This was observed during the administration of liquids to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the actual device was received for evaluation. Visual inspection was performed and a cut in the tube was observed. A functional test was performed where the spike was inserted into an in-lab saline bag, and the flow of liquid was observed from the saline bag through the set; a leak from the tube at the location of the cut was observed. The reported condition was verified. The cause of the cut tubing could not be determined; however, a probable cause is related to customer handling during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.